Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. There were no p-waves being sensed. The pacing impedances had increased by a couple 100 ohms. The atrial pacing resulted in ventricular capture. This patient underwent a successful revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.